Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colostomy, while clamping the intestinal tract, the stapler did not fire. Another device was used to complete the case. There was no patient injury.